Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture, low impedance and insulation damage. The insulation damage was confirmed by visual examination the ra lead was capped and replaced (B)(6) 2026. The patient was in stable condition throughout the procedure.